Event description:
It was reported that during a procedure for lead migration (related manufacturer reference number: 3006705815-2022-14871, 3006705815-2022-14870), the left lead dropped in the epidural space to t12. As the lead was being explanted, it fractured at the head of the swift lock. In turn, the physician explanted the system and fragments of the lead remained in the patient. Patient to be sent for a paddle placement later to address the issue.

Manufacturer narrative:
It was reported to abbott that during a lead procedure for lead migration, the left lead dropped in the epidural space to t12. As the lead was being explanted, it fractured at the head of the swift lock. As a result, the physician explanted the system and fragments of the lead remained in the patient. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.